Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. Prior to going to the ER, the customer replaced the infusion set in attempt to resolve high bg. The cause of the high bg was unknown. At the time of the report with tandem technical support additional information was unable to be obtained due to the customer arriving to the ER for treatment. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.